Event description:
Infiltration reported. The pump was programmed to infuse 1000.0ml d5.3% normal saline at 24.0ml/hr via a peripheral intravenous access catheter (specific location unspecified). It was reported that the pt experienced an infiltration and no "occlusion" alarm alert was activated. The customer contact understood that the pump does not alarm "occlusion" until the psi (pounds per square inch) occlusion pressure is reached. The customer contact did not have any info related to the time frame between when the bag was hung and when the infiltration was discovered. The physician was notified and orders to apply silvadene ointment with warm compresses every 8 hours were rendered. According to the customer contact, the affected area "looked as if there were second degree burns." The pt has been since discharged to home. Though requested, there was no additional info available.